Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the handpiece did not have ultrasound power during a cataract with intraocular lens procedure. The handpiece was exchanged to complete the procedure with no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in h.3., h.6. And h.10. The customer did not return the phaco handpiece for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).